Manufacturer narrative:
Updated fields: h6 (investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4(UDI#). The stm after replaced reel, ac power cord. All manifold test, passed. Equipment operated as normal. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0012-00-1688-24 reel, ac power cord date code (B)(6) with a reported unit failure of the earth ground test failing greater than 20 ohms. The factory specification is <0.2 ohms. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0012-00-1688-24 reel, ac power cord serial number (B)(6) into the cardiosave test fixture and tested the ac power cord to factory specifications per the cardiosave service manual. The fat dept. Performed the leakage tests and observed that the earth ground test was greater than 0.2 ohms. The fat dept. Was able to replicate the complaint experienced by the customer. The ac power cord reel failed testing. Retaining the ac power cord reel in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units ac power cord earth bond tests failed. There was no patient involvement.